Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# igtcfs-65-1-jug-tulip g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter ((B)(4)) was attempted to be deployed from ij (internal jugular) it appeared that the filter hook went into the right renal vein, upon releasing the delivery system it would not release properly. The filter eventually released and the delivery system was removed. A retrieval system was put in place and the filter was retrieved without event. A subsequent filter ((B)(4)) was placed and it appeared straight but when the delivery system was released it appeared to be moving. The filter was left in place as everything appeared to be fine. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) (B)(4). Summary of investigational findings: the investigation is based on event description and imaging review. The video submitted of the gunther tulip ivc filter demonstrates the filter in good position without evidence of significant tilt. However, the filter appeared to move with retraction of the deployment device. During retraction of the deployment device the gunther tulip ivc filter can be seen moving cranially, slightly. During the retraction there appeared to be a sudden change in the momentum, or a "give", as the retrieval device was retracted. At this point, the retrieval device quickly exited the sheath and the filter returned to its normal position. Although not appreciated on the low quality movie, what likely occurred was the grasping hook of the delivery system had inadvertently engaged with the wall of the ivc. During retraction, the grasping hook was pulling on the wall of the ivc cranially, causing the filter to also move cranially. As soon as the grasping hook freed from the wall of the ivc, the filter returned into its normal position. As referenced previously, slight back tension is required on the introducer during deployment, facilitating the filter hook to center in the ivc, detaching the grasping hook. If this was not performed correctly, the grasping hook may be closer to the wall of the ivc during release and inadvertently engage with the wall of the ivc, resulting in the complication described in the complaint report and visualized on the movie. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: filter ((B)(4)) was attempted to be deployed from ij (internal jugular) it appeared that the filter hook went into the right renal vein, upon releasing the delivery system it would not release properly. The filter eventually released and the delivery system was removed. A retrieval system was put in place and the filter was retrieved without event. A subsequent filter ((B)(4)) was placed and it appeared straight but when the delivery system was released it appeared to be moving. The filter was left in place as everything appeared to be fine. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.